Event description:
It was reported that the pulse generator exhibited noise in both the atrial and ventricular channels. The noise could be reproduced with patient arm movements. The device was programmed to bipolar configuration which resolved the noise. The device remained implanted.

Manufacturer narrative:
.